Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that both leads, and two extensions were explanted due to lead fracture. New leads were implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report: 1627487-2019-10724. It was reported that high impedance issue was observed on all the leads contacts except for two lead contacts. Programming changes were attempted however was unsuccessful. Programming changes were made on the cervical lead however unable to make on the thoracic lead. Surgical intervention is anticipated in the near future. No further information is available.